Event description:
It was reported that the customer experienced a blood glucose (bg) level of 890 mg/dl and an unspecified amount of ketones. Reportedly, the cartridge ran out of insulin during the night. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and eventually dextrose. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.